Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.0 x 20mm drug eluting stent was implanted in the proximal left anterior descending artery in 2005. The stent was well apposed and the pt received heparin during the procedure. About two yrs later, the pt presented to the ER with chest pain. The thrombosis was treated with a 2.5 x 15mm voyager and a 3.0 x 20mm voyager. It was noted that the pt is a body builder and is on anabolic steroids. No further pt complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.